Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a sudden rise to undefined high impedance on the superior vena cava (svc) coil and right ventricular (rv) coil of the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.